Event description:
The customer observed a false positive architect total -hcg result for a patient sample. The following data was provided (reference range <5 miu/ml is negative, >/= 25.00 miu/ml is positive): (B)(6) 2025 sample ID (B)(6) initial result = 1423.66 miu/ml, (B)(6) 2025 repeat result = <1.20 miu/ml repeated 10 times on both architect analyzers and obtained all negative results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Additional information section h4 - device mfg date: updated from blank to 7/1/2005. The field service representative (fsr) inspected the instrument and performed extensive troubleshooting, including replacement of parts, but was unable to determine a single definitive likely cause of the issue. Therefore, the architect i2000sr, serial number (B)(6) was considered the likely cause. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify an increase in complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) was identified.

Event description:
The customer observed a false positive architect total -hcg result for a patient sample. The following data was provided (reference range <5 miu/ml is negative, >/= 25.00 miu/ml is positive): (B)(6) 2025 sample ID (B)(6) initial result = 1423.66 miu/ml, (B)(6) 2025 repeat result = <1.20 miu/ml repeated 10 times on both architect analyzers and obtained all negative results. No impact to patient management was reported.